Manufacturer narrative:
(B)(4).this complaint was not confirmed in the lab. The cause of the air in lines was unable to be determined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a check patient line which occurred on a home choice (hc) during initial drain. The care giver (cg) stated that there was air in patient line. The technical service representative (tsr) advised that the cg will need to start over with new supplies. The tsr assisted the cg to end therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the registered nurse (rn) on (B)(4) 2011 regarding the home patient (hp) having an un-resolved check patient line alarm. The rn stated was aware of the problem and stated that she had finally figured out what was going wrong. Per the rn, the transfer set had a problem. The transfer set seemed to be blocked even when it was open all the way. The rn had changed the hp's transfer set and it resolved the alarm. The rn did not provide the lot number information for the transfer set and also discarded the faulty transfer set. Per the rn, the hp has been continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.